Manufacturer narrative:
Report confirmed. Evaluation determined that footed portion was damaged by tool contact. The damage is only cosmetic in nature as the foot is capable of protecting the tool from contacting the dura. Initial MDR filed based on inadequate information. Based on device evaluation, this failure is not likely to result in serious injury and a medwatch report is not required. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request was initiated for the device with a report that the attachment was damaged by tool contact. No patient impact reported. Report escalated to complaint based on reason for return. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No additional information was available on follow-up. The previous router was reviewed and did not reflect any conditions related to the current, reported malfunction. In addition, no deviations were noted. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." (B)(4).